Manufacturer narrative:
Block b3: exact date unknown, approximate date when the patient may have stopped using the device block d.2b; additional applicable product codes: qrb additional suspect medical device components involved in the event: model number/catalog number: sc-2366-50 serial number: (B)(6). Batch/lot number: 14751106 model/catalog description: linear 3-6 lead 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2366-50 serial number: (B)(6). Batch/lot number: 14830376 model/catalog description: linear 3-6 lead 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system had not used the device for a period of time due to a lack of perceived pain relief. Additionally, the patient required magnetic resonance imaging (MRI). As a result, the scs system was explanted. The explanted devices will not be returned for analysis, as they were discarded by the medical facility. Post operatively, the patient is recovering as expected.